Manufacturer narrative:
Correction: section h6 device code should have been 3190 in the initial report instead of 3283. This correction is reflected in this additional report 3.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable. It was noted the patient had lost therapy. As a result, the patient may undergo surgical intervention to address the issue.